Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he recently received the meter and the two readings of "hi" are all that is in the memory. No adverse event reported.